Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿flush water into a/w channel of device during precleaning to remove clogging. Based on the results of the investigation, it is believed that a piece of the injection tube or a silicone rubber product entered the channel of the subject device. Clean external surfaces of device with brush / lint-free cloth, paying attention to nozzle opening so that all debris is removed.¿ based on the results of the investigation as well as the condition of the subject device, it is believe that a deviation from the IFU recommended reprocessing caused the reported event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Event date (B)(6) 2021 when the malfunction was found during evaluation. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation of the device, as noted, foreign debris was discovered protruding from the air/water nozzle. Additionally, both the no. 1 and 4 buttons were leaking. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer returned evis lucera elite colonovideoscope to the olympus service center for repair. During the device evaluation, foreign debris was discovered protruding from the air/water nozzle. This report is being submitted to capture the foreign debris coming from the nozzle. There was no patient involvement; the issue was identified during service.